Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The correct version of the configuration files was copied from a backup to the image acquisition system (ias) computer to resolve the issue. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the image acquisition system (ias) was found to contain an outdated version of the configuration files. It was reported that the computer had been replaced for a separate issue, and there was an error in copying the new configuration files to the computer. The correct configuration files were copied from a backup version to the ias computer. This resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per complaint description, this was a user induced event. The software functioned as designed.